Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away. The patient's cause of death was a brain hemorrhage due to a fall on the floor. An autopsy will not be performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device, the reported brain hemorrhage, and the patient's outcome could not be conclusively determined through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.